Event description:
It was reported that during a lap cholecystectomy procedure that the clips was fired over the cystic duct and the jaws remained closed due to the clips would not release during firing. They used this device to complete the case with no pt consequence after manipulating.

Manufacturer narrative:
D4; h4: info is unavailable; device was not returned for eval.